Event description:
It was reported that the pc unit had "6840 wireless network connect failure and 8000 general operating system failure." The event occurred on 01 december 2025 at 0330. Per report, the pc unit was "not charging" and the screen displayed the message "less than 30 minutes run time." It was reported that the device did not alarm. The modules were infusing sedation medications at the time of the event. It was reported that the user "checked all connections and changed socket point - initially message disappeared then returned after approximately one minute. New brain cell (pc unit) - showed critically low battery and also did not charge." There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of error code 800.8000 was confirmed through log review but could not be replicated during laboratory testing. The reported issue of error code 600.6840 was confirmed through log review and during laboratory testing. The inspection process did not find any issues or anomalies with the suspect pump module that may have been a contributing factor for the occurrence of an over infusion event. All inspected parts were manufactured by bd. Error log review showed no error codes on the reported date. On 31 october 2025, it was recorded that error code 800.8000 (general os failure) occurred three (3) times. Additionally, error code 600.6840.5 (wireless network connect failure) occurred on 23 december 2025 two (2) times. No further errors associated with the reported incident were noted on the pcu. Functional testing found no irregularities with the suspect device. Device was plugged in to the ac power and charged with no issues and led indicator was powered on. Various attempts were made to replicate error code 800.8000 issue, but no recurrences of this issue were observed. The reported error code 600.6840.5 (log only event) was confirmed during error log review and was replicated during testing. This was expected as the wireless configuration was set to the hospital¿s network configuration. The issue occurs when the device is unable to establish a connection to the wireless network. A dchu test network configuration was then transferred to the suspect pcu. The device successfully connected to the network, and no issues or error codes were observed. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. The bd alaristm user manual (v12.1.1) states that the pcu is shipped with the battery in a discharged condition. Before the pcu is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. This ensures proper battery operation when the alaristm system is first set up for patient use. The battery is intended as a backup system. Leave the power cord connected to an external hospital grade ac power source whenever available. If the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. The battery should be replaced every 2 years by qualified service personnel. Root cause: the root cause of the reported error code 800.8000 could not be determined. The device was found to be operating as intended. The root cause of the reported error code 600.6840.5 is being attributed to network issues on hospital side. Wireless card was found to be operating as intended with no errors or issues observed. Note that this report lists imdrf annex a1801, a040502, a070504, a0509, g02017, g04037, g02002, g0405206, c07, c0601, c0503, d0302, d15, d09 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit had "6840 wireless network connect failure and 8000 general operating system failure." The event occurred on 01 december 2025 at 0330. Per report, the pc unit was "not charging" and the screen displayed the message "less than 30 minutes run time." It was reported that the device did not alarm. The modules were infusing sedation medications at the time of the event. It was reported that the user "checked all connections and changed socket point - initially message disappeared then returned after approximately one minute. New brain cell (pc unit) - showed critically low battery and also did not charge." There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.